Manufacturer narrative:
Additional devices listed in this event: catalog: 6942-5-046 description: unitrax modular endo head 46mm, lot: h93drp. Catalog:6942-7-085 description: unitrax c-taper sleeve +10mm, lot: 59311701. Catalog: 6097-0630 description: omnifit eon 127 ,lot: a18ar1. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience an event regarding infection involving an other hip spacer was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports, pathology reports including the strain of infection identified as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to possible infection. A unitrax 46mm endoprosthesis head unit and unitrax c-taper sleeve were swapped for devices of the same catalog numbers. As reported by rep: "explants are being retained by the facility.